Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during on-site product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and safety harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a battery issue. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.